Event description:
A malfunction was reported on a customer's pump, which displayed malfunction code malf 16. There was no adverse impact to the customer's blood glucose level. The customer was advised to use multiple daily injections as backup insulin therapy. Technical support arranged to replace the pump, confirmed the shipping address, and instructed the customer on returning the faulty pump and setting up the replacement. The customer was informed about programming settings and connecting their continuous glucose monitor to the new pump and acknowledged understanding all instructions.